Manufacturer narrative:
Additional information: b5, e1 - initial reporter, and h6.

Event description:
New information received notes that programming interventions were made. The patient was stable.

Event description:
It was reported that the patient presented for follow up with episodes of post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.